Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and non-malignant pain. It was reported that due to pneumonia the patient lost 60 pounds at about 20 pounds over 3 months which made the patient gaunt, unable to sit or sleep, and led to the implantable neurostimulator (ins) being moved to their abdomen.

Event description:
Additional information received from the patient indicated that after losing 60 pounds, the stimulator stuck out of the patient's hip like a pack of cigarettes and was very uncomfortable to sit or lay down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.